Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.

Event description:
Healthcare professional additionally reported "breast loss of upper pole fullness, malposition."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, brown particles, curved opening, broken plug strap. A leak test was performed and found one opening. A microscopic analysis identified: wear abrasion, a curved striated opening on radius side assessed as surgical damage, partial delamination of plug strap disk shell assessed as adhesive failure and broken plug strap with sharp edge assessed as unidentified(tear) opening. Fill inspection was performed and identified no blockage in the valve.

Event description:
Health professional reported left side deflation. Healthcare professional additionally reported "breast loss of upper pole fullness, malposition." Device was explanted.